Manufacturer narrative:
H10: internal complaint reference: (B)(4)

Event description:
It was reported that during reverse total shoulder surgery, the (x1) tss head cutting template rod. 2.5 broke off into the (x1) rss humeral body inserter / extractor, and the (x1) rss glenoid baseplate impactor-s will not hold the baseplate implant firmly. The procedure was able to be completed with the same device. Surgery was not delayed. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the threaded tip of the tss head cutting template rod. 2.5 was broken off into the rss humeral body inserter / extractor. The fractured tip was able to be retrieved from the device. Visual evaluation identified a clean break at the threaded tip, but a definitive root cause could not be made. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.